Event description:
On 08/10/1999, the facility's surgical manager left the following message on the MFR's product complaints manager's voice mail." I am calling concerning a sheath that sheared in the middle of a case. Please contact the facility's risk manager regarding this event". On 08/10/1999, the facility's risk manager informed the MFR's rep the only info he had was the catalog/lot#, expiration date of the device and the physician's name. Additionally, he stated that he would be talking to the physician talking to the physician and would have him contact the MFR's rep. During the conversation, the MFR's faxed the facility's risk manager a product complaint report (pcr) form to be completed and faxed back to the MFR. The completed pcr form was faxed to the MFR on 08/18/1999, and states the following: left subclavian access changed to (d) access (unclear ). The sleeve split when changing over guidewire (d) access for placement of the device. The MFR's rep contacted the facility's risk manager to clarify the description of the event: however, he has not returned the MFR's call. The MFR's rep also attempted to contact the facility's corporate office where the device in question was forwarded to see if it would be returned to the MFR for analysis. The MFR's call was not returned. On 08/23/1999, the MFR's sales rep stated that the facility nurse said that the (d) access meant, deltoid pectoral. Additionally, she was informed by the facility's risk manager that the device in question would not be returned to the MFR for analysis. No further details are available.